Manufacturer narrative:
E2 and e3 were updated as an unknown emergency department physician had attended the patient.

Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited noise over sensing resulted in an inappropriate mode switch. No intervention or procedure was performed. The patient was stable throughout.